Manufacturer narrative:
Mfg site name - (B)(4). A visual examination of the returned complaint device found that the clip assembly was fully deployed, and was not returned with the device. The control wire was partially removed from the catheter shaft and the control knob was returned in two pieces. A kink was noticed in the control wire and coil. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. It was also noted that the spring in the handle fell apart. The clip eventually released after the physician jiggled the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. It was also noted that the spring in the handle fell apart. The clip eventually released after the physician jiggled the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.